Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a notification on the supporting automated impella controller indicating battery life was lower that expected. No patient harm was reported.

Manufacturer narrative:
B3 revised date as it was reported incorrectly on the initial report that was submitted. G3 date should of reflected 15-oct-2025 on the initial report that was submitted. H10 add related report numbers. This is one of three related reports. This report represents an automated impella controller. Other reports were submitted to represent the pump and the other automated impella controller.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: data review: console logs were consistent with what was reported in the complaint. According to the imc logs: [15/10/25 18:18:51 imcgui: event set: #109 from 17 (0)] the console was disconnected from ac power [15/10/25 18:24:03 imcgui: event clear: #109 from 17 (0)] console was connected back to ac power about 6 minutes later. [15/10/25 18:24:05 imcgui: event set: #23 from 17 (0)] a battery level low alarm was issued about 2 seconds after console was reconnected to ac power [15/10/25 18:24:12 imcgui: event clear: #23 from 17 (0)] the battery level low alarm quickly resolved about 7 seconds after it was issued battery data embedded in the ltlogs revealed that ¿battfullcap 2¿ momentarily spiked to 65000mah around the time the battery level low alarm occurred but recovered back to a around 6000mah shortly after. Device analysis: console was tested after arriving in field service. The reported battery issue was unable to be reproduced. Testing was done by disconnecting the console from alternating current power and reconnecting it shortly after but no battery alarms occurred. No evident anomalies with the consoles batteries were observed in the batttest results. Conclusion: the reported battery issue was likely due to a momentary communication glitch between the power board module and the batteries where a single sample from battery data (in this case value of ¿battfullcap 2¿) was corrupt. The exact component responsible could not be conclusively determined. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).

Manufacturer narrative:
Corrected information has been provided in h6 (medical device problem code) changed pec from "false alarm/buzzer" to "battery issue -> battery problem. Corrected information has been provided in h6 (health effect - clinical code) changed clinical code from no signs, symptoms or patient involvement to hemodynamic instability. Corrected information has been provided in d6a and d6b. Upon review, it was identified that the information was inadvertently not submitted in the initial report. Corrected information has been provided in e1(initial reporter address line 1, initial reporter city, zip code, zip code extension). Upon review, it was identified that the information was incorrectly submitted in the initial report.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in b1 (is product problem) and b2(is required intervention) to capture serious injury reportability.

Event description:
Additional information indicates "fm was added for purge cassette: rn called to notify of "purge system failure" alarm. I recommended to change purge cassette and tubing. She indicated that previous high purge pressure/low flow situation had resolved. I recommended that they switch back to d5w/ bicarb purge solution as well. The provider opted to defer the change of solution until day shift. The change of purge system resolved the alarm."